Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Reportedly, the customer went to the emergency room with a blood glucose (bg) level ranging from 400 mg/dl to "high"; although specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.